Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent: anterior exposure of the spine from t12 to s1. Preoperative diagnosis: severe dextroscoliosis. On (B)(6) 2005 the patient underwent: right thoracolumbar anterior retroperitoneal, vascular surgery, anterior spinal release via anterior spinal osteotomies l1-2, l2-3 and l3-4. Anterior interbody fusion t12, l1, l1-2, l2-3, l3-4 and l4-5. Insertion of titanium mesh cages t12, l1 to l4-5. Utilization of rib graft. Somatosensory evoked potential monitoring. Electromyelogram monitoring. Per op- notes: "at t12, l1 surgeon placed 12x12 cages x2. L1-2, placed 12x12 cages x2. At l2-3 used a higher cages 14mm diameter. At l3-4, surgeon was able to place 12x12mm cages. Surgeons used an abundance of fresh allograft mixed with demineralized bone matrix, in addition, they used 6 packages of bone morphogenic protein, 12mm per package. This was mixed with the bone graft material and filled the cages as well. After the insertion of the cages, the remaining bone graft material was packed around the disc spaces.&#55316;he patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.